Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and there was vegetation on the right ventricular (rv) lead. The lead and the implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.